Event description:
User facility mandatory medwatch was received that stated: "post operative pt ordered dilaudid for pain control. Orders as follows: dilaudid 0.5 mg/hr IV continuous, 0.2 mg dose q 20 mins. Prn pain, 3 mg 4 hr lock, cartridge placed in pca by 2 nurses and settings entered at 2122. At 2230: nurse in room and pt states pain relief. At 0110: nurse in room and unable to wake pt. Code called. Pt expired. Noted that cartridge had approx 16 ml remaining, pt apparently received approx 12.5 mg in approx 3 1/2 hours. Investigation in progress." The customer contact indicated an operator error which resulted in the pt receiving more medication than intended. The customer contact reported, "it is most likely a programming error" and an "incorrect concentration was infused." The pt expired on (B)(6) 2011. Though requested, the customer contact declined to provide any add'l info

Manufacturer narrative:
User facility mandatory medwatch was received on (B)(4) 2011. (B)(4). At this time the customer will not be returning the device for eval. If the device is received, a f/u report will be submitted. The customer contact indicated the reported event was "most likely" due to an operator error in programming. This report represents all the info known by the reporter upon query by hospira personnel.